Event description:
It was reported that an asymptomatic patient presented to the clinic during a routine follow up, an episode of nsln was observed. Sensing latency on far-field channel leading to the nsln trigger. Programming changes were recommended; the device was not reprogrammed. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.